Event description:
It was reported that intermittent undefined alarms occurred. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.